Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal and the device showed error code 45639 due to a defective printed wire assembly (pwa) board. The dso seal and pwa board were replaced to fix the issue.

Event description:
It was reported that the pump was sent in for repair. The results of the investigation found that the device's downstream occlusion (dso) seal was detached, and the device showed error code 45639. There was unknown patient involvement and unknown patient harm.